Manufacturer narrative:
Block h6 (device codes): problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the device indicated signs of use in the form of witness marks on the umbilicus, indicating it was plugged into a controller for use; no elevator marks were observed on the shaft. Additionally, the luer fitting for the working channel port on the handle was observed to be broken. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba); a twist in the camera wire near the breakout was observed. An image test for the alleged visualization problem was performed. The device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions; no degradation of the image was observed. The handle was opened and the components within were visually inspected. Abrasion was observed on the camera wire jacket in the breakout region, but contacting the wire with grounded metal did not disrupt the image, therefore, it is unlikely that there is damage to the camera wire. No internal damage was detected. It was noted that procedural residue was present on the device components in the breakout region, and corrosion was observed on the ground wire, indicating that procedural fluids had flowed back up the optics lumen into the handle during use. To test for this, saline was flushed through the irrigation tubing with a syringe, and the catheter tip and working port were blocked to induce backflow into the optics lumen, saline was injected into the device, and image quality became poor, demonstrating ghosting and purple lines on the screen. However, it was difficult to block the working port completely, as the luer fitting was received broken. The unit was reassessed 48 hours later with tools to block the port completely. Upon plugging in the device, image was displayed and then lost and could not be revived prior to adding more saline to the optics lumen. An attempt to drain the device was made, and fluid from flushing during analysis emerged from the device. The reported complaint was confirmed. During product analysis, it was noted that procedural residue was present at the top of the optics lumen in the breakout. The optics lumen was filled with saline and a poor-quality image was observed. Image was lost during subsequent analysis to rule out fluid in the optics lumen as the problem mode, likely attributable to the fluid injected during the original analysis. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, resulting in poor-quality or loss of image, and procedural factors can cause this fluid to enter the optics lumen during use. It was also observed that the luer fitting on the working channel port was damaged. It is unlikely that the unit was broken prior to use. The plastic fitting demonstrates signs of a shear fracture, indicating force was applied to the component. An investigation is underway to address the relationship between fluid in the optics lumen and loss of visualization problems on spyscope ds ii. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds ii was properly connected to the controller. Approximately 20 minutes into the procedure, the spyscope ds ii stopped working, and the image was completely lost. Reportedly, there was some image disturbance which lasted for one minute before the image was totally lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds ii was properly connected to the controller. Approximately 20 minutes into the procedure, the spyscope ds ii stopped working, and the image was completely lost. Reportedly, there was some image disturbance which lasted for one minute before the image was totally lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.